Event description:
The complainant reported that during a pericardiocentesis procedure, the physician attempted to remove the guide wire and found it was stuck in the catheter. The guide wire was pulled forcefully and became stretched as it was removed from the pt. A new guide wire was used. No harm or injury to the pt was reported.

Manufacturer narrative:
Conclusions: other, the suspect device is not being returned. An investigation will be performed and a follow-up report will be submitted when additional info is available.